Event description:
Reporter stated mother of customer indicated mobile system was showing low results between 4.0 mmol/l and 2.0 mmol/l or 3.0 mmol/l (both values listed in the case) for approximately 6 days between (B)(6) 2014. Based on the lower results, customer's mother was treating her with "food" and stopped administering insulin. On (B)(6) 2014 the customer received the following results on the mobile system within 1 minute: hi (result > 33.3 mmol/l) and 3.2 mmol/l. On (B)(6) 2014, the customer became "unwell" and was experiencing nausea, abdominal pain, weakness, thirst and urination. Mother took the customer to the hospital at approximately 1:45 pm on (B)(6) 2014. At 1:55 pm a result obtained in the ER was 24.7 mmol/l. It is not clear if this result was from the customer's meter or the hospital meter. Insulin was commenced at the hospital and customer was diagnosed as being in dka upon her arrival. Customer was admitted to the hospital for 1 day and then released home. Customer is currently at home being monitored. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.